Event description:
Pt report that she had been hospitalized for diabetic ketoacidosis. She did not have the subject device with her and did not have time to go through blood glucose levels, ketone results and treatment history relating to the event, but said she'd call back later to provide details. When she didn't call back, three messages were left asking her to call. She didn't respond.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's dka and hospitalization. No product lot number was reported, therefore no qualification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advised "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above . If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."